Event description:
It was reported that the tip covers were discovered to be deformed prior to a procedure. There were no patient or user injuries, and no adverse consequences. Upon evaluation at the manufacturer, it was discovered that the tip covers were melted.

Manufacturer narrative:
Upon investigation of the returned product, tip cover deformation is thought to be caused by frictional heat from the tip coming into contact with the tip cover.